Event description:
It was reported that the pt was unable to feel stimulation and had a loss of therapeutic effect, but did not see an error code. It was also reported that they were unable to change the settings. The device was set on the appropriate channel in the pt mode with the device turned on. The pt received a new antenna and the device worked fine for two days then on the third day quit working. An x-ray did not show anything out of the ordinary. Add'l info reported that the device was replaced with a rechargeable stimulator as the internal system was not working. Following replacement, the pt was getting good stimulation.